Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the endoscope system controller (esc) to resolve the issue. The system was tested and verified as ready for use. The esc was analyzed and issue was confirmed via lighthouse error logs. The esc was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on where a 319 pointing both the escp and pot_pie nodes were found. An aba swap was performed on the ff1 internal firefly fiber optic cable, where the issue was not resolved. The system was power cycled, where it was monitored on startup. On startup, it was noted that the escp would briefly power on, before turning off again. The esc was taken to a bench and powered on, where the same behavior was seen. The amperage was dipping to low levels. The escp was then powered on individually, where again the same behavior occurred. The escp was connected to through ltpowerplay, where it was seen that the 1.2v, the 1.8v, and the 3.3v circuits were low. The 5v line was found to be good. The input p48v line was measured, where it was found to be normal. The circuit was then followed to the 24v circuit where it was again good. The u235 ic, which controls the three low lines, was probed where it was found to have low voltage. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that a 319 error occurred at power up, which was related to the endoscope system controller (esc) (no scope installed). A power cycle was performed along with a cycle of the breaker on the tower. Despite these efforts, the system continued to fault with a 319 error (escp) at power up. The customer reported event has no report of patient injury.